Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the font panel assembly during the visual inspection was found ingress moisture beneath the membrane. The root cause of the reported issue is due to ingress moisture between the membranes of the touch screen. This reported issue will be tracked and internally investigate the situation.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, the touch screen is not responding. The customer reported liquid circle on lower side of the screen. The customer reported no patient involvement associated with this event.